Event description:
Olympus was informed that during an unspecified transurethral resection of the prostate (turp) procedure, the endoscopic video image went black and it was noticed that the distal end/tip of the telescope (a22002a) had melted and was attached to the sheath. It was reported that this phenomenon occurred twice in a fist procedure on (B)(6) 2014and once in a second procedure on (B)(6) 2014. The first procedure on (B)(6) 2014 was reportedly completed by using a third set of equipment but it is unknown if and how the second procedure on (B)(6) 2014 was completed. No other information was provided but there was no report about an adverse event or patient injury. Furthermore, it was stated that the user facility usually uses hf resection electrodes (a22221c) from olympus as well as tur electrodes "cutting loop" (w-oc-24 fr) from third party manufacturer marflow, but during the two procedures only the olympus electrodes (a22221c) have been used.

Manufacturer narrative:
The suspect medical devices (resection sheaths a22041a) and concomitant medical products (hf cables a0012a; telescope a1932a; telescopes a22002a; outer sheath a22021a; outer sheath a22026a; inner sheath a22040a; working elements a22060a; hf resection electrode a22221c; working element wa22066a) were returned to the manufacturer for evaluation/investigation. Synopsis: the inner sheath a22040a )lot number 063w-0009) and the resection sheaths a22041a (lot numbers 37w-0089 and 38w-0013) were found with cracked/fractured ceramic insulation at the distal end. Further more, there are clearly visible burn marks and scratches on the cutting edge and the inner and/or outer surface of the ceramic insulation. The sheath tube of all three devices is deformed. The working elements a22060a (lot numbers 34w-0044, 34w-0048, 34w-0055, 34w-0064 and 37w-0019) were found with burnt and partially melted ptfe/main body and damaged locking mechanism for the electrode. In addition, there are further signs of heavy deterioration/wear like loosened components/parts and worn ptfe/main body. Furthermore, one of the devices failed the electrical safety test. The working element wa22066a (lot number 062w-0030) was found in general working order, showing age appropriate/normal signs of usage/wear. Only one o-ring is missing at the connector for the hf able. The electrical safety is given. The outer sheaths a22021a (lot number 24w-0005) and a22026a (lot number 063w-0011) were found in general working order, showing age appropriate signs of usage/wear. At both devices the laser marking is peeling off. The telescopes a1932a (serial number 013464 and a22002a (serial numbers 301784, 301786 and illegible) were found with burn marks and severe thermal damage at the distal end/tip, damage light transmission fibers and age appropriate/normal signs of usage/wear like scratches and peeling off laser marking. Furthermore, the endoscope image quality is significantly reduced for all four devices and at one telescope, the objective cover glass is missing. The hf resection electrode a22221c (lot number 13270p02l001) was found in general working order, showing normal signs of usage/wear. No damages were found upon visual inspection. The hf cables a00012a (lot numbers 7/03 and 2/06) were found with heavy signs of deterioration/wear like strong material abrasion, partially melted connector for the working element and clearly visible discoloration. As clearly stated in the instructions, all individual components of the resectoscope have to be visually inspected and tested before use. It has to be ensure that they have no corrosion, dents or scratches. In particular the handle has to be operated and it has to be ensured that the working element moves smoothly. If any component is damaged or does not function properly, an olympus representative or an authorized service center has to be contacted. In addition, it is pointed out as a warning note that, if the hf resection electrode is not attached securely to the working element, spark discharge may occur and the instrument may be damaged. When attaching the hf resection electrode to the working element, it has to be ensured that it clicks into position audibly and the locking and position has to be checked. Furthermore, the hf cables are subject to a restricted service life of one year and must not be used upon expiry of this time period. The user apparently did not follow these instructions as he reportedly used the resectoscopes despite clearly visible damages at the working element and other components. In addition, the damage of the locking mechanism was caused by an improperly attached hf resection electrode. Furthermore, the hf cables were manufactured in 07/2003 and 02/2006 and thus in long-term use. Therefore this incident was attributed to abnormal use/off-label use ln combination with exceeded service life/shelf-life. The case will be closed from olympus side with no further actions. However, the incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata trained again on the correct usage of the olympus medical devices. Cross reference to MFR report# 9610773-2014-00046.